Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly, two sagittal saw blade "dissolves" during a procedure on an unknown date. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The results of the manufacturing evaluation are as follows: the examinations and functional tests showed no discrepancies. No product fault could be detected.